Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the pyxis hardware failed on console. The registered nurse was unable to remove medications due to a malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was failed on console. A field service engineer arrived at the location and was informed by the customer that the error had been resolved, and that there was no error message displayed on the screen. The customer confirmed that there was no error message on the screen. The system functioned as intended after the field service engineer verfied the device.